Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Hypertension is a known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbides are known possible contributors to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was in clinic with hypertension (htn) and the site was having difficulty controlling htn and so they made adjustments to patient's medications. The patient was admitted with tremors on the left side (left hand and left foot) intermittently. Patient is hypertensive by doppler 98-108 and on anti-hypertensive medications. Per site neuro consult is pending, CT negative on admission, inr 2.5 and other labs stable. Plan from site is follow up with neuro evaluation as well as blood pressure management. Neuro did an evaluation on (B)(6) and per site CT was negative for stroke on (B)(6) and the patient was started on the medication keppra for a diagnosis of jacksonian seizures. Per site it wasn't related to the medications or device-idiopathic. The site changed the patient's hypertension medications and were able to control her blood pressure in the 75-80s range. At that time based on echo and clinical scenario the team increased the speed to unload the ventricle and the flow went up on (B)(6). They felt she was stable but wanted to do a cardiac cath on (B)(6) to make sure she was stable. During the cath they noted a pericardial effusion which needs to be drained. She is stable and they are waiting for her inr to decrease so they can drain. She came in with an inr in the high 3s so they are letting it drift without reversal. No additional information provided.